Event description:
It was reported that fluid leakage detected at the 50cm mark of the catheter. Leakage was observed during saline infusion. The patient did not have any symptoms, and no intervention was needed. A new catheter was not placed. No further details available or provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed; however, the exact cause is unknown. One video of a groshong catheter was returned for evaluation. An initial visual observation of the video showed the device implanted into a patient. A liquid was observed to be leaking from the catheter tubing. No details of the tubing split could be discerned from the video. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.